Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient did suffer from constipation but was prescribed some medication for it. Patient also was not happy that they did not have any lubricant for his cath. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.